Event description:
It was reported to boston scientific corporation on september 12, 2011 that a flexima biliary stent was used during a biliary drainage procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the guide catheter was pulled to deploy the stent in the bile duct. It was confirmed that the proximal marker was visible. The guidewire (jagwire-bsc) was then removed; however the suture did not release and therefore, the stent could not be deployed. The stent and push catheter were removed from the patient together. It was reported the suture was found entwined within the stent and the guide catheter was separated. No issues were noted to the device during preparation or insertion and no resistance was met during insertion of the device. There were no issues with the guidewire used in the procedure. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4) for the reported event of guide catheter broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: a review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. According to the complainant, the suspect device has been disposed and is not available for return. Therefore, a device evaluation has not been performed and the reported malfunction that the guide catheter broke could not be confirmed. However, anatomical or procedural factors (such as patient tortuous anatomy, tight stricture or maneuvering of the device) can cause the suture to twist around the barb of the stent leading to difficulty retracting the guide catheter; therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima biliary stent was used during a biliary drainage procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the guide catheter was pulled to deploy the stent in the bile duct. It was confirmed that the proximal marker was visible. The guidewire (jagwire-bsc) was then removed; however the suture did not release and therefore, the stent could not be deployed. The stent and push catheter were removed from the patient together. It was reported the suture was found entwined within the stent and the guide catheter was separated. No issues were noted to the device during preparation or insertion and no resistance was met during insertion of the device. There were no issues with the guidewire used in the procedure. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.